Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument for failure analysis. The instrument was found to have two severely bent grips causing misalignment into the clip groove of the grip-tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was not releasing from the medium-large clip applier instrument. The tip of the instrument was bent inward. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.